Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged dialysis catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a 15cm niagara slim-cath dialysis catheter. Usage residues were evident throughout the depicted sample. A shared complete break was evident proximal of the staggered tip. The shared break surfaces were circled in one of the photographs. The break surface appeared regular. While inspection of the submitted photographs revealed obvious catheter damage, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include sharp instrument contact and tensile (pulling) stress. A lot history review (lhr) of redu3446 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was ruptured when performing puncture for short-term dialysis. No other information provided.